Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient's nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on that same day. Treatment was not reported. The patient was recovering and extraneal therapy was ongoing. Concomitant medications were not reported. The reporter stated the peritonitis and extraneal were not related.